Manufacturer narrative:
During testing of the returned device, the same failure mode was able to be recreated. As the build version was outdated, the device was stripped and reassembled to the latest version. This meant no conclusive investigation could be conducted.

Event description:
Perfusionist reported that the device would not cool as expected. A back up was used to complete the case successfully. We consider the inability to heat or cool a patient to be reportable, despite no harm to the patient involved.